Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient has had ongoing peritonitis for the last 12 weeks. The patient was being treated with vancomycin (dosage, route, and frequency not reported). It was not reported if the patient was hospitalized. Outcome of peritonitis was not reported. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4) - the date of the onset of peritonitis was unknown, but it was reported to have started approximately 12 weeks prior to this account.baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.